Event description:
Reportedly, central insufficiency grade 3+ was detected intraoperatively on echo after implant of a 25mm mitral valve. The surgeon indicated a cusp seems not to close properly; however, the surgeon decided not to reopen the patient and replace the device. The 25mm valve remains implanted. It was also reported that the patient had internal cardiac massage after implant of the valve.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device is not available for return and evaluation because it remains implanted. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no related nonconformance. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Based on the available information, we are unable to confirm the clinical comments.